Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasion. As received, a partial lead was returned in two pieces. Visual inspection found internal insulation abrasion breaching the ring electrode cable lumen at the s-curve region with both ring electrode etfe cable coating found damaged consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.